Manufacturer narrative:
The catalog number identified in section has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in common device name and date rec'd by MFR. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation as well as photo was provided for review. The investigation of the reported event is currently underway. (Expiration date: 02/2023).

Event description:
It was reported that prior to a port placement procedure, hole was allegedly found in the inner plastic packaging. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed inner powerport isp MRI implantable port kit tyvek tray was returned for evaluation and one electronic photo was provided for review. Gross visual evaluation was performed on the returned package. The investigation is confirmed for the reported tear, rip or hole in device packaging issue as a hole was noted on the right corner of the inner packaging tray. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 02/2023), h6 (method). H11: h6 (result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a port placement procedure, hole was allegedly found in the inner plastic packaging. The procedure was completed using another device. There was no patient contact.